Event description:
In 2008, brainlab received information about an incorrect export of imrs/imrt treatment fields from brainlab's iplan rt dose radiotherapy treatment planning software to varian's varis version 6.2 or lower resulting in unintended dose distribution. The total amount of dose (number of mu) delivered is not affected by this problem. Investigation has shown that the problem occurs exclusively with the imrs/imrt module of the brainlab iplan rt dose treatment planning software in combination with the varian varis record and verify software version 6.2 or lower. Any potential clinical effect on the treated patients, and a potential adaptation of the ongoing patient treatments is currently under investigation by the reporting hospital.

Manufacturer narrative:
Additional catalog number 21213b. Any potential clinical effect on the treated patients and a potential adaptation of the ongoing patient treatments is currently under investigation by the reporting hospital. Summary of evaluation: this potential problem could be reproduced at brainlab using the same sw version of iplan rt dose as the initial reporter. Corrective and preventive action: field safety notice / product notification. Software update for the affected iplan rt dose customers.